Event description:
It was reported that a pump alarmed system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and an evaluation could therefore not be completed. If the device is returned, an evaluation will be completed anda supplemental report will be submitted.